Manufacturer narrative:
The evaluation of the returned pump did not reveal a device related issue. A specific cause for the reported event could not be determined. Examination of the pumps blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Visual inspection of the pumps bearings and bearing cups found no anomalies related to wear or damage. Examination of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The instructions for use lists bleeding, stroke and infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for a positive blood culture with yeast and a urine culture with pseudomonas. There was no driveline infection. The patient reportedly felt fine at the time of admission; however, within 3 hours of admission the patient complained of right visual field deficit and a stroke code was called. As the patient was being prepared to go to for a CT scan they started to develop right sided weakness, right facial droop and dysarthria. The CT scan showed a left parieto-occipital intracranial hemorrhage with intraventricular hemorrhage. After the CT scan, the patient reportedly became increasingly somnolent, was extensor posturing and was aniscocoric. The patient was administered mannitol and prothrombin complex concentrate and was emergently intubated. The patient was transferred to the stroke center intensive care unit. On admission, the patient exhibited aniscocoria with the left pupil larger than the right, extensor posturing, and positive cough/gag/corneal reflexes. An external ventricular drain (evd) was placed with an opening pressure of 9mmhg, and was left open at 10 cmh20 pressure. Overnight, the patient¿s intracranial pressure (icp) increased to the high 20s mmhg, so they were placed on sedation, and administered 3% saline, resulting in transient improvement in the icps to 11-15mmhg. The patient received one dose of 23.4% sodium chloride. The following day, the patient¿s neurologic exam continued to be poor and the icp elevations to the mid-20s mmhg recurred. The evd stopped draining that afternoon. After family discussions, the patient was placed on comfort measures, their aicd was turned off and lvad support withdrawn. The patient expired on (B)(6) 2016. No further information was provided.